Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the reported issue.

Event description:
The hospital reported loss of mechanical ventilation during transport. The patient was manually ventilated until battery was replaced to resume ventilation. No report of patient injury.